Event description:
The customer stated, that when the device is in s-AED mode, it does not detect a shockable rhythm. The biomed used a simulator to provide a shockable rhythm, but it was not detected. The device was not on a patient at the time.